Event description:
Burn blister [burns second degree]. Did not check her skin under the product, did not read the usage instructions on thermacare before she used the product [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer referring to herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) since approximately 10 years for back, shoulder and everything was okay and also reported use about 6-8 hours, in the winter months for back pain, the product was used frequently. The patient medical history included spondylolisthesis, type 2 diabetes mellitus and hypertension arterial. The concomitant medications included metformin at 850 twice a day for diabetes, tramadol hydrochloride (tramal) 150 twice a day for pain and levothyroxine sodium (l-thyroxin) at 75 daily for thyroid. The patient mentioned 2 weeks ago in 2016 (reported as in march or beginning of april), she used it and after approximately 2 hours it started to poke on the back. In the evening, 2 areas became red. On the next day, 2 burn blisters were noticeable which were then treated with cream. Thermacare had been used for about 6 hours on that day. The patient was wearing several layers of clothing over the thermacare product and the adhesive was attached to the body. The patient was out during product use. Initially, the patient did not check her skin under the product while wearing thermacare. She did it first at home. The patient did not read the usage instructions on thermacare before she used the product. The patient did not consult a healthcare professional for the problems. The patient was not hospitalized. Thermacare and other heat products were used in the past for pain relief (in the winter time, 1-2 times a week) but similar problem/symptom were not experienced during previous use. Her skin tone is very light or fair; no sensitive skin, no abnormal skin conditions. The event was resolved in 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (30may2016): new information received from the consumer included: patient age, medical history, concomitant medications, past drug, event data (onset date, treatment and detail) and new event (did not check her skin under the product and did not read the usage instructions on thermacare before she used the product). This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. The other event intentional device misuse is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. The other event intentional device misuse is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Reasonably suggest device malfunction: no, severity of harm: na, site sample status: not received. A lot trend was not performed as the lot number is unknown. Expedite trend identified?: no expedited trend assmt. & rationale: this is not an expedite complaint. Other trend identified?: no other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation search was performed. Scope: date contacted: 04/18/2013 through 04/18/2016/ manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The search returned a total (B)(4) complaints for the lower back and hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in march 2015, april 2015, january 2016, february 2016, and april 2016. A change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20-aug-2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The data shows an increase of (B)(4) complaints received in march 2015; (B)(4) were related to burns, blisters, and redness. (B)(4) complaints received in august 2015 were related to burns, redness and blisters. Based on this search, there is not a trend identified for the subclass of adverse event safety request for investigation. Refer to the 36-month trend chart attachment lbh adverse event safety request for investigation 18-apr-2013 to 18-apr-016. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Burn blister [burns second degree], did not check her skin under the product, did not read the usage instructions on thermacare before she used the product [intentional device misuse]. Narrative: this is a spontaneous report from a contactable consumer referring to herself. A 68-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) 8hr, since approximately 10 years for back, shoulder and everything was okay and also reported use about 6-8 hours, in the winter months for back pain, the product was used frequently. The patient medical history included spondylolisthesis, type 2 diabetes mellitus and hypertension arterial. The concomitant medications included metformin at 850 twice a day for diabetes, tramadol hydrochloride (tramal) 150 twice a day for pain and levothyroxine sodium (l-thyroxin) at 75 daily for thyroid. The patient mentioned 2 weeks ago in 2016 (reported as in (B)(6) 2016), she used it and after approximately 2 hours it started to poke on the back. In the evening, 2 areas became red. On the next day, 2 burn blisters were noticeable which were then treated with cream. Thermacare had been used for about 6 hours on that day. The patient was wearing several layers of clothing over the thermacare product and the adhesive was attached to the body. The patient was out during product use. Initially, the patient did not check her skin under the product while wearing thermacare. She did it first at home. The patient did not read the usage instructions on thermacare before she used the product. The patient did not consult a healthcare professional for the problems. The patient was not hospitalized. Thermacare and other heat products were used in the past for pain relief (in the winter time, 1-2 times a week) but similar problem/symptom were not experienced during previous use. Her skin tone is very light or fair; no sensitive skin, no abnormal skin conditions. The event was resolved in 2016. According to the product quality complaint group reasonably suggest device malfunction: no, severity of harm: na, site sample status: not received. A lot trend was not performed as the lot number is unknown. Expedite trend identified?: no expedited trend assmt. & rationale: this is not an expedite complaint. Other trend identified?: no other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation search was performed. Scope: date contacted: 04/18/2013 through 04/18/2016/ manufacturing site: name/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The search returned a total (B)(4) complaints for the lower back and hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in march 2015, april 2015, january 2016, february 2016, and april 2016. A change in safety procedure wsr cp001 wi 110, case processing principles product quality complaint guidance,updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The data shows an increase of (B)(4) complaints received in march 2015; (B)(4) were related to burns, blisters, and redness. (B)(4) complaints received in august 2015 were related to burns, redness and blisters. Based on this search, there is not a trend identified for the subclass of adverse event safety request for investigation. Refer to the 36 month trend chart attachment lbh adverse event safety request for investigation 18apr2013 to 18apr016. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow up attempts possible. No further information is expected. Follow-up (30may2016): new information received from the consumer included: patient age, medical history, concomitant medications, past drug, event data (onset date, treatment and detail) and new event (did not check her skin under the product and did not read the usage instructions on thermacare before she used the product). This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (24apr2020): new information received from a product quality complaints group includes: investigation results, product-description: thermacare lower back/hip heat wrap 8 hr. No follow up attempts possible. No further information is expected.

Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable consumer referring to herself. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) since approximately 10 years for back, shoulder and everything was okay. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient mentioned 2 weeks ago in 2016, she used it and after approximately 6 hours it started to poke. On the next day she had a burn blister that resolved in 2016. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.